Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat the left atrial appendage (laa). The patient's laa was measured under the following views: 12mm and 17mm at 0 degrees, 17mm at 45 degrees, 18mm and 20mm at 90 degrees, and 24mm and 14mm at 135 degrees. Transesophageal echocardiogram was used during the procedure. During the procedure a tension was performed. Close criteria were met. The occluder was implanted. Post-procedure the patient presented with premature ventricular contractions (pvcs). Fluoroscopy was used and it was noted that the occluder embolized to the mitral valve. The occluder was snared and removed from the patient. A new 25mm amplatzer amulet left atrial appendage occluder was implanted, resolving the pvcs. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration (embolization) during the implant, and patient experienced arrythmia after procedure were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Cine review: review of tee images for procedure dated (B)(6) 2025. Measurements are noted to be deep and into a proximal pectinate. Only a short axis tsp is recorded with a very anterior approach at 1245. Bicaval orientation is not recorded. Next images at 1254 are of the device fully deployed in an off-axis position, appears to be highly compressed and the lobe is outside of the appendage on the pv aspect with the disc resting on the lobe. Assessment for leaks in the next few images are recorded. No imaging of attempt to reposition and device is released at 1257. The next image is timed at 13:22 on (B)(6) 2025 and the device is seen embolized and below the mitral valve into the left ventricle. The following images are a successful retrieval of the amulet device. Within the same imaging, at 1426 another amulet device is seen implanted in the appendage with a deeper deployment. At 1426 the device is released, and close criteria appears to have been met.